Event description:
It was reported that the instrument broke. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed component (annex g) code is mechanical (g04) - provisional bottom. Visual inspection of the provided photo of the item found it to exhibit signs of repeated use nicked / gouged and the post feature has fractured off. The instrument was not returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined . If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.